Manufacturer narrative:
The customer provided corrected data for patient sample 14. The customer also provided data for 5 additional patient samples that were affected (samples 22 - 26). Refer to the attachment for all data. The highlighted results are erroneous. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for these samples. No adverse events were alleged to have occurred with the patients. (B)(6).

Manufacturer narrative:
Further investigations have determined that samples 3, 5, 22, 24, and 25 also contain an interferent to the ft3 and ft4 assays. Upon investigation of sample 18, the high ft4 value obtained by the customer could not be duplicated. An interfering factor could not be identified in samples 18 and 19. The investigation was unable to find a definitive root cause for these samples. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for twenty one patient samples tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), roche diagnostics cobas elecsys anti-tpo (anti-tpo), and the elecsys anti-tshr immunoassay (anti-tshr) on a cobas 6000 e 601 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. (B)(4). Refer to the attachment for all patient data. The erroneous values are highlighted in yellow. The samples were tested on the e601 analyzer and repeated using the delfia and siemens immulite 2000 xpi methods. No adverse events were alleged to have occurred with the patients. The e601 analyzer serial number is (B)(4).

Manufacturer narrative:
The patient samples were provided for investigation. Investigations of samples 1, 2, 4, 6, 7, 8, 9, 10, 11, 12, 13, 14, 15, 16, 17, 20, 21, 23 and 26 determined that they contain an interferent to a component of the ft3 and ft4 assays. This limitation is covered in product labeling.